Event description:
It was reported during the patient's pacemaker implant, a new atrial lead was implanted as the reported lead had dislodged. No adverse consequences were reported. No further information was available.

Manufacturer narrative:
(B)(4).